Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was further reported that the calcification was severe. The balloon was inflated three times and each inflation was to ten atmospheres. The device was removed intact.

Event description:
It was reported that during an unspecified treatment procedure a balloon rupture occurred. The 99% stenosed lesion was located in a calcified and severely tortuous anterior tibial artery. The sterling es mr 1.5mm x 20mm x 143cm balloon ruptured at ten atmospheres. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.